Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptom that was causing noise. Upon review of transmission, noise was noted on the device. The device reached eri on (B)(6) 2019. The patient was not seen in clinic yet. No further information is available at this time.